Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the upstream occlusion (uso) seal to be buckling. The uso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted the upstream occlusion seal to be buckled. There was no patient involvement, the event occurred during testing.